Manufacturer narrative:
It was reported that the patient had a procedure done in october and could not remember if he had put it into surgery. Patient also did not have controller, so they were unable to check and verify if it had slipped into surgery mode or if he put it in MRI mode or not. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable and unable to communicate with external devices. Multiple attempts to establish communication were attempted to no avail. It was noted that patient had a procedure in october and could not remember whether or not the device was placed into surgery mode. Surgical intervention may be undertaken to address this issue.